Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that preoperatively to an unknown procedure, it was observed that there were some scratches and glue marks on the surface of the camera head ac c mount device. The event did not occur during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary the product has not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found the connector with scratches and glue like residues. The manufacturer performed an investigation of the photo provided with the following results: the review of the DHR for this device showed that it was manufactured in may-2023 and accepted into stock without any non-conformity. It was reviewed on production site, and it is confirmed that the function on the camera head device (product code: 242401c) needs to be tested with a purevue¿ 4k camera control system which is provided by j&j. The camera needs to be to connect on the control system which could cause such marks to have a proper contact. The overall complaint was confirmed as the observed condition of the camera head ac c mount china local would have contributed to the complained device issue. Based on the investigation findings, a potential cause could be traced to normal condition after testing during manufacturing process. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: functional : does not function per service reports, this complaint was confirmed. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device 2305r20402, and no non-conformances were identified.